Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure was confirmed and reproduced. The erbe was placed on an in-house system and was run in normal mode. A site history review was performed and found a related complaint under patient identifier (B)(6), in which another similar incident occurred with the same erbe generator.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found c-34, m-01, and c-38 errors at power up. Therefore, they replaced the erbe generator to correct the issue. The system was tested and verified as ready for use. Isi has received the generator; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that they were getting repeated c-38 errors on the erbe generator when using monopolar energy. The customer informed the tse that they had already replaced the instrument and cord multiple times with no change. The customer also rebooted the da vinci system and erbe generator with no change. The customer had also tried both monopolar ports with no change. The tse had the customer move the instrument from arm 4 to arm 2 with no change. The erbe generator was still alarming with a c-38 error every time the surgeon attempted to apply energy. The customer was continuing with the procedure and would like the field service engineer (fse) to follow up. Error logs showed multiple c-38, c34 and m-11 errors pointing to activation being halted. The procedure was completing as planned with no reported injury.